Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose value of 845 mg/dl. Customer reported symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty breathing and other muscle pain. Customer treated for high blood glucose using insulin pump. Customer reported using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was in use at the time of the high blood glucose event. Insulin pump will not be returned for analysis.